Event description:
The account alleged the mattress ticking worn out in the chest area allowing fluid ingress. No pt impact.

Manufacturer narrative:
The account replaced the mattress ticking with a mattress revitalization kit to resolve the issue.